Manufacturer narrative:
H3) analysis was performed. It was found that due to the breakage of the distal bearing, it was observed that the tool bur could not be inserted. Additionally, deterioration of the marking and color code was observed. A1-5: patient information cannot be provided due to regional privacy regulations. Section e: initial reporter information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool could not be inserted into the device. No additional information was provided. Additional information was received stating that there was no patient impact and a backup device was used to complete the procedure.